Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and left essure coil was not in the fallopian tube, not found on CT scan and after hysterectomy. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, after essure insertion patient had pelvic pain, a CT scan was done and identified only the essure in right tube. She underwent a hysterectomy, however pathology test after procedure did not find left coil either. Although the exact location of essure was not provided; given event's nature, causality with the suspect insert cannot be excluded this case was regarded as incident, since surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. Further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("left essure coil not in the fallopian tube, not found on CT scan and after hysterectomy") in a (B)(6) female patient who had essure inserted for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: one essure coil in right tube, left tube empty hysterosalpingogram - on (B)(6) 2015: both tubes occluded pathology test - on (B)(6) 2017: one essure device in right tube, left tube empty. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jun-2017: reporter did not respond to final fu attempt. Case closed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("left essure coil not in the fallopian tube, not found on CT scan and after hysterectomy") in a 34-year-old female patient who had essure inserted for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the device expulsion had not resolved. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: one essure coil in right tube, left tube empty hysterosalpingogram - on (B)(6) 2015: both tubes occluded pathology test - on (B)(6) 2017: one essure device in right tube, left tube empty. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-mar-2018: correction following company internal review: essure was not seen on CT scan, event device dislocation was coded to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("left essure coil not in the fallopian tube, not found on CT scan and after hysterectomy") in a (B)(6)-old female patient who received essure for contraception. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was both tubes occluded. On (B)(6) 2017: computerised tomogram result was one essure coil in right tube, left tube empty. On (B)(6) 2017: pathology test result was one essure device in right tube, left tube empty. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-old female patient who had essure (fallopian tube occlusion insert) inserted and left essure coil was not in the fallopian tube, not found on CT scan and after hysterectomy. This event is anticipated according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, after essure insertion patient had pelvic pain, a CT scan was done and identified only the essure in right tube. She underwent a hysterectomy, however pathology test after procedure did not find left coil either. Although the exact location of essure was not provided; given event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention was performed. The product technical complaint and further information has been sought.